Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm2) due to 23118 errors. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm2 for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that there were repeated recoverable errors on camera universal surgical manipulator (usm2) every time the camera was moved. Before contacting the tse, the camera was replaced, but this did not resolve the issue. Error logs indicated error 23118 on usm2 axis 1, suggesting a motor encoder issue. It is unknown if the procedure was completed using the original configuration. A procedure delay of 15 minutes was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. In the system logs, the 23118 error was found indicating arm 2 usm axis 1: motor encoder incremental track has slipped, possible disconnected encoder or intermittent loss of signal, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a known good system where the 23118 and 23008 errors were triggered. The unit was then installed onto a patient side cart (psc) fixture test platform (pftp) where chipencoder virtual absolute (cva) char was found to be failing on the degree of freedom (dof2). Once testing was completed, the yaw cva board and yaw searchlight pca were tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis. The root cause is attributed to a faulty yaw cva board and yaw search light board. This issue can be resolved by fse replacement of the usm.

Event description:
Refer to h11 for follow-up information.